Event description:
It is reported that the patient was revised due to pain. During the revision surgery, the surgeon found a pseudo tumor.

Manufacturer narrative:
The manufacturer neither received the devices affected, x-rays nor other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, an updated report will be submitted when additional information is received or that the devices are returned for investigation. Zimmer reference number (B)(4).